Manufacturer narrative:
Cmp (B)(4). The product has been received by zimmerbiomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported per rep that dr. (B)(6) was trailing with a persona tasp. He settled on a trial height and was satisfied with how the knee felt. As he removed the trial / tasp from the knee joint, the tasp bottom split in to two pieces. No additional information according to the per.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, g6, h1, h2, h3, h6, h10 performed a visual inspection of the returned item and found it to exhibit signs of repeated use and has fractured on the medial side of the post feature all pieces were returned reference attached photographs. The device history records & receiving inspection report were reviewed for deviations and/ or anomalies with no deviations/anomalies identified. Medical records were not provided. Investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice (reference z-2578-2014). Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. A CAPA was previously initiated to further evaluate the reported event.h10

Event description:
No further event information available at the time of this report